Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip was detached, and there was a glue failure; therefore, the reported clinical observations are confirmed. Additionally, analysis identified the sheath proximal to the metal cap was accordioned, and the fiber tip was bent at proximal end. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including fiber tip detachments and glue failures. In addition, it is likely that procedural handling of the device during set-up and/or use such as excessive manipulation/excessive force contributed to the fiber tip bent, fiber tip detachment and accordioned sheath. According to the instruction for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The IFU also indicates to not bury the tip of the fiber into the tissue, and to not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on analysis and the information available, the interaction between the user and device, likely caused or contributed to the observed fiber damage and reported events.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, it was noticed the beam was not shooting directly and immediately. The doctor removed the fiber, and when inspected, the fiber tip was still attached, but hanging sideways, and the laser beam was coming out sideways at about 86,400 joules of use. The patient procedure was completed with a moxy fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, it was noticed the beam was not shooting directly and immediately. The doctor removed the fiber, and when inspected, the fiber tip was still attached, but hanging sideways, and the laser beam was coming out sideways at about 86,400 joules of use. The patient procedure was completed with a moxy fiber without patient complications.